Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the balloon ruptured. The target lesion was located in the moderately tortuous forearm vein. A 5.00mm x90cm 2cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured as blood came in the indeflator when performing dilatation for several times. The device was removed with the sheath without issue. The procedure was completed with this device. No patient complications were reported.

Event description:
It was reported that the balloon ruptured. The target lesion was located in the moderately tortuous forearm vein. A 5.00mm x90cm 2cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured as blood came in the indeflator when performing dilatation for several times. The device was removed with the sheath without issue. The procedure was completed with this device. No patient complications were reported. The device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon longitudinal tear beginning approximately 2mm proximal of the distal markerband and extending approximately 10mm proximately across the balloon material. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and tactile examination identified no issues with the shaft which may have potentially contributed to the complaint incident. No other issues were noted during the analysis.

Manufacturer narrative:
Age at time of event: 18 years or older.